Event description:
Dealer states wheel came off of chair and patient fell out of chair. It was learned that an injury had occurred however no further detail or information had been provided. Therefore until further clarification is received the incident is being filed as a serious injury. Please note any further information or device evaluation will be provided in a follow up report.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model r32lx, serial number/date code (B)(4) is approximately 8 years old. The owner's manual part number 1106644 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.the malfunction has not been confirmed.